Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient presented to ER with an oozing surgical site from primary and was taken to or for a washout and liner exchange on patient's left knee.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided for review with a clinical consultant. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar reported events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. Further information such as: return of reported devices, x-rays, operative reports as well as patient history, follow up notes and pathology reports are needed to complete the investigation to determine root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient presented to ER with an oozing surgical site from primary and was taken to or for a washout and liner exchange on patient's left knee.